Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in clinic for a routine follow up. Noise was noted on the atrial and ventricular channels. Several noise episodes appeared to show inappropriate inhibition. The patient was asymptomatic. Plans were made to adjust the device sensitivity. The patient would be monitored.